Event description:
A pharmacist intern reported that a pt experienced "sands of sahara" syndrome after a bilateral lasik surgery for strong myopia and astigmatism. One day postoperatively she presented with inflammatory reaction and grade 1 diffuse lamella keratitis (dlk) syndrome on the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).